Event description:
Reportedly, the device infuses too slow.

Manufacturer narrative:
Device eval results: the slow infusion rate reported could not be duplicated when tested by svc or qa. Svc standard inspection and 24-hr testing found no faults or issues with the pump. The pump's operation log was reviewed. Five infusions from the last two days of use (2008) were calculated. All five delivered in the correct amount of time.